Manufacturer narrative:
The device was returned for analysis. The reported ¿failure to deploy¿ was confirmed as a needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot#. H6: device code 2616 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted using a proglide device at the beginning of a transcatheter aortic valve replacement (tavr) procedure. Reportedly, an unspecified failure occurred; "failed to deploy". An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay. No additional information was provided.